Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. It was also found the keypad was lifting up from the insulin pump by the bolus button. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a peeling keypad overlay, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.